Manufacturer narrative:
(B)(4). The device was manufactured june 29, 2015 - june 30, 2015. The device was received for evaluation. A visual inspection was performed with no issues noted. A functional leak test was performed by manually filling the device with water. During fill, a leak/backflow was observed at the fillport. Further visual inspection revealed that the leak/backflow was due to a white particle approximately 0.30 square mm in size located under the checkband. Fourier transform infrared spectroscopy identified the particle to be acrylic material. The reported condition was verified. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the fill port of a large volume infusor during filling. There was no patient involvement. No additional information is available.